Manufacturer narrative:
A getinge field service engineer (fse) unable to replicate any errors. Device passed all performance and safety tests according to factory specifications. Device was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit needs repair. There was no patient involved.